Event description:
It was reported that during a rotational atherectomy procedure, speed issues were encountered. The location of the lesion is unknown. Following a successful ablation while removing the burr in dynaglide, unusually high rpm's were noted. The procedure was successfully completed with this device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported that during a rotational atherectomy procedure, speed issues were encountered. The location of the lesion is unknown. Following a successful ablation while removing the burr in dynaglide, unusually high rpm's were noted. The procedure was successfully completed with this device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Updated: evaluation summary attached, device evaluated by manufacturer, method codes, result codes, conclusion codes, device available for evaluation, return to manufacturer on, device returned to manufacturer. Device evaluated by manufacturer: the console and foot pedal were tested together using a rotalink 1.75mm burr. The rotational speed in dynaglide mode was 68 krpm; in turbine mode, the speed was set to and maintained 180 krpm and 190 krpm; the maximum turbine rotational speed reached was 210 krpm. These are typical operational speeds. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).